Event description:
It was reported that this right atrial lead with associated implantable cardioverter defibrillator (ICD) exhibited high out of range pacing lead impedances greater than 3000 ohms, oversensing and noise. The device stored episodes of atrial tachy response (atr) due to noise and oversensing. Technical services provided additional tests that can be done at the next device follow up. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported.